Manufacturer narrative:
An alert date of (B)(6) 2016 was initially reported, however it was confirmed that the correct alert date of the adverse event was (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the adverse event (ae) was detected on (B)(6) 2016, which was the 12 month follow up visit; the shoulder was x-rayed during that visit. On (B)(6) 2016, the patient was treated with prosthesis and was admitted to the hospital.

Manufacturer narrative:
Exact age/date of birth is unknown; patient was reportedly born in 1946 patient weight is unknown this report is for an unknown quantity of unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: clinical study: it was reported that a humeral head necrosis occurred followed by implantation of a prosthesis. This incident occurred six (6) months until one (1) year postoperatively. The implant surgery was on (B)(6) 2015 and the revision took plate on (B)(6) 2016. The involved patient is female, was (B)(6) and has recovered. This report is for an unknown quantity of unknown locking screws. This is report 3 of 3 for (B)(4).